Event description:
It was reported that the user tried to use this stapler for a head-injured patient, but staples did not come out. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73h1800059 was manufactured on 08/04/2018 a total of (B)(4) pieces. Lot was released on 08/20/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. Two loose staples were also returned (one fully formed and one not formed at all). The stapler was received with 31 staples left in the cartridge ind icating that at least 4 staples were fired by the end user, including the 2 loose staples that were returned. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All five staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. Reference files(B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "staple stuck in unit" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user tried to use this stapler for a head-injured patient, but staples did not come out. Therefore, a new unit was used instead.